Event description:
It was reported that the pump is emitting 'no prime' warnings. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. During the load cartridge step the pump dispensed the cartridge contents. Contamination was observed on the force sensor assembly. Unrelated to the event the display was found to be dim, and the piston cap was found to be missing. Recall 2531779-03/24/2010-003-r.